Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received on (B)(6) 2017 from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for non-malignant pain. The pump contained bupivacaine [10 mg/ml] at a dose of 3.352 mg/day, an unknown brand of baclofen [150 mcg/ml] at a dose of 50.28 mcg/day, and an unknown brand of morphine [20 mg/ml] at a dose of 6.704 mg/day. It was reported there was a volume discrepancy at the refill on the day of report. The actual reservoir volume (arv) was 1 ml, and the expected reservoir volume (erv) was 8.5 ml. The hcp did not have documented history of refills other than in (B)(6) 2017 where the erv was 11, and there was not a significant discrepancy at that time. The hcp stated that he put 10 ml of saline into the pump and removed all 10 ml, not more or less. The hcp stated the patient reported increased pain and also increased somnolence. Additional information received from a manufacturer representative also reported the volume discrepancy at the refill the day of report. No further patient complications were reported. Additional information received on (B)(6) 2017 from an hcp reported getting the software card out of the programmer was ¿horrible¿ and hard to do. It was confirmed the hcp had the correct software card version. Additional information received on (B)(6) 2018 from (B)(4) reported by a physician who took over the patient within the last month (relative to (B)(6) 2018) that the events were due to a problem with the pump and not the medication. The physician did not believe that the volume discrepancy was due to withdrawing the product, but due to the pump overinfusing, and the pump was refilled. The flow rate had begun to be decreased since (B)(6) 2017, and the patient was being supplemented with oral baclofen and oral morphine (short acting and long acting). The pump overinfusion was listed as the cause for the patient¿s increased somnolence which resolved by the follow-up visit with the physician on (B)(6) 2017. As of (B)(6) 2018, the increased pain was ongoing, noted as not due to the product, but also due to other medications in the pump also being tapered off. The patient was in the process of tapering off the medications and would have the pump removed or replaced. The intrathecal baclofen was anticipated to be discontinued at the patient¿s appointment on (B)(6) 2018. Additional medical history included chronic back pain (both low and upper) and spinal stenosis. Concomitant products included ¿a lot of unspecified medications¿ (not prescribed by the reporting physician). No further patient complications were reported.